Event description:
An employee at (B)(6) had bleach from a sample rack bleach bath splash into her eye. This occurred on (B)(6) 2018 when she was placing racks into their bleach bucket for soaking; the employee was not using eye protection when she was performing this activity. She was taken to the emergency room. In the ER her eyes were flushed, an acuity test performed and an eye exam performed after staining her eye with a dye. A follow-up eye exam was performed by a specialist on (B)(6) 2018 and no eye damage was noted.